Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment; however, the proximal part of the stent strut was damaged. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment; however, the proximal part of the stent strut was damaged. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. (E1) initial reporter city: komatsu ishikawa prefecture 9238560. Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first stent strut on distal end lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.